Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: investigators were unable to confirm or duplicate the original complaint during the investigation. The black box shows data from the date of the original complaint has been overwritten. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery cap contact height and width measured within specifications. The pump was exercised with the returned battery cap for 24 hours with no reboots, loss of power or call service alarms. Upon removal of the pump case, no evidence of moisture or loose components was found inside the pump. Unrelated to the original complaint, the pump powered on to a dim and discolored display. The battery compartment and the cartridge compartment were cracked. Cartridge cap was able to be fully secured. The audio bolus button cover was detached and missing; therefore, investigators were unable to verify the bolus button functionality. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.